Event description:
A lifecor sales rep. Reports that both of the patient's battery packs show a red "bad battery" indicator when plugged into the charger. Both battery packs and charger were replaced.